Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Thoracentesis (safety centesis) kit tubing malfunctioned allowing fluid to go the wrong direction (ie back to the patient when there is a one way valve to prevent this and direct the fluid to move toward the collection bag. Lot # 0001337307. Vendor lot an1166. The patient suffered a very small pneumothorax unclear if this was procedure or equipment related.

Manufacturer narrative:
It was reported: thoracentesis (safetcentesis) kit tubing malfunctioned allowing fluid to go the wrong direction (ie back to the patient when there is a one way valve to prevent this and direct the fluid to move toward the collection bag. Lot#: 0001337307. Vendor lot: an1166. The patient suffered a very small pneumothorax unclear if this was procedure or equipment related. A complaint sample could not be provided for evaluation and the reported failure mode could not be confirmed through a sample evaluation. A device history record review for lot: 0001337307 did not identify any manufacturing or raw material defects/issues that may have contributed to the reported failure. Without a sample, or photograph the investigation was unable to confirm the failure mode nor identify a probable root cause. As the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and / or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.

Event description:
Thoracentesis (safetcentesis) kit tubing malfunctioned allowing fluid to go the wrong direction (ie back to the patient when there is a one way valve to prevent this and direct the fluid to move toward the collection bag. Lot#: 0001337307. Vendor lot: an1166. The patient suffered a very small pneumothorax unclear if this was procedure or equipment related.